Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had bloody effluent and abdominal pain. The patient has been diagnosed with peritonitis. Upon follow up, the nurse stated that the patient arrived at the clinic and reported experiencing pain while draining during pd treatment. As a result, the patient was seen in the outpatient pd clinic with symptoms of blood in the pd effluent and abdominal pain. The patient had a pd culture (obtained the same day) which yielded growth of the bacteria serratia. The patient was treated with the antibiotic cefepime 1 gram daily intra-peritoneal (ip) on an outpatient basis. The patient is recovering and continues pd same cycler without any adverse effects, according to the nurse. The nurse was not able to identify the exact cause of the event. However, the nurse indicated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis. The nurse stated the patient has a past medical history of dementia and has difficulty setting up for pd treatment properly. It was reported the peritonitis may have been related to improper infection control.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patient¿s pd culture yielded growth of the organism serratia which is typically found in soil and water. Based on the information available, the exact cause of patient¿s peritonitis cannot be determined. However, the patient has a past medical history of dementia and reported difficulty setting up for this pd treatment properly. Therefore, the peritonitis may have been related to patient improper infection control, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had bloody effluent and abdominal pain. The patient has been diagnosed with peritonitis. Upon follow up, the nurse stated that the patient arrived at the clinic and reported experiencing pain while draining during pd treatment. As a result, the patient was seen in the outpatient pd clinic with symptoms of blood in the pd effluent and abdominal pain. The patient had a pd culture (obtained the same day) which yielded growth of the bacteria serratia. The patient was treated with the antibiotic cefepime 1 gram daily intra-peritoneal (ip) on an outpatient basis. The patient is recovering and continues pd same cycler without any adverse effects, according to the nurse. The nurse was not able to identify the exact cause of the event. However, the nurse indicated there were no fluid leaks or any issues with fresenius device, or product in relation to the patient¿s peritonitis. The nurse stated the patient has a past medical history of dementia and has difficulty setting up for pd treatment properly. It was reported the peritonitis may have been related to improper infection control.